Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a farapulse procedure, a versacross connect for faradrive was selected for use. There was no effusion prior to procedure. The physician was pulling the faradrive sheath and versacross connect dilator back from the superior vena cava (svc). The physician felt the whole system whip/snap and believed that this may have caused the effusion. The ensite mapping system crashed before the transeptal was done but after it was fixed, the physician put intracardiac echocardiography (ice) up and then noticed the effusion. The physician watched the patient. The patient remained stable and expected to fully recover. The equipment was prepped appropriately and functioned as they should. I wasn't mentioned any difficulties with anatomy but I was told by the physician when he went to drop down onto the fossa he felt the faradrive move abruptly. No heparin was given so not act was drawn yet. The patient stayed over night for observation and was discharged as planned. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.